Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and no problem was found. The iabp unit passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
The customer initially reported that the intra-aortic balloon pump (iabp) had a fiber optic sensor module failure while in use on a patient. It was subsequently reported that a fiber optic error message occurred while in use on a patient. During the initial call, the company representative asked the customer to unplug and re-plug the fiber optic (fo) cable with no change. The company rep then asked the customer to unplug the fo cable and use the central lumen with transducer for pressure monitoring. The customer verified that the line was patent, and had a good zero and the pump was now getting a good waveform with good pressures. The customer stated that the intra-aortic balloon (iab) was to be removed later in the morning and that once that was completed she would have the pump brought to bio-med for service. The customer finished the case and no patient harm or death was reported.